Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken trial. During an anterior lumbar interbody fusion (alif) procedure, one of the inner plugs of a durango trial loosened and fell out. It did not fall into the patient. It happened during insertion of the trial to properly size for the graft. The surgeon needed a larger sized graft.

Manufacturer narrative:
The returned device was examined. One of the spring plungers was detached from the assembly; the complaint is confirmed. The cause of the issue cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.